Event description:
The patient was revised because of disassociation of the liner from the shell. Osteolysis and poly wear of the liner were noted, along with a fall the patient had about a year ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.